Event description:
The reporter rec'd an er1 message, retested, and got a result of 97. He had not experienced any symptoms and did not seek any medical advice/treatment from a healthcare professional.